Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but no limited to, lesion characteristics, procedural technique, and product size selection. It should be noted that the IFU also states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during an attempt to place the 2.5 x 28 mm promus stent proximally; a dissection/distal tear occurred at the end of the stent. A 2.4 x 23 mm promus rx stent was selected to treat the dissection, but it would not cross. When the undeployed stent was removed, it was noticed that the front tip of the stent appeared frayed. Post dilatation was performed with another company's 2.0 x 20 mm balloon catheter and another 2.5 x 23 mm promus rx was able to cross. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.